Event description:
It was reported the patient experienced a bump on her back; possibly caused by the anchor. The healthcare provider (hcp) thought it was be a good idea to place the anchor deeper. During the catheter revision surgery, the catheter was found to leaking at the spinal segment. It was unknown if the leak was there prior or caused by the hcp trying to free the anchor from scar tissue. The hcp decided to replace the entire catheter, because other leaks were suspected. The patient was now doing great. The pump was used to deliver morphine (unknown).

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: catheter. (B)(4).